Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The machine was evaluated by a fresenius medical care regional equipment specialist who could not duplicate this issue. The ultrafiltration calibration passed. Plant investigation is in progress. A supplemental medwatch will be submitted upon it's completion.

Event description:
During follow up of a related issue, a nurse manager (nm) of a chronic hemodialysis unit reported that after record review she found a pt who had weighed 1kg under her expected weight after dialyzing on the machine. The nm reports the pt had no symptoms and required no medical intervention and is continuing on hemodialysis. The machine was not evaluated after this event.